Event description:
The healthcare professional (hcp) reported the patient's spinal cord stimulator (scs) was "not working and was turned off" at the time of report. It was noted the patient underwent a MRI at the time of report and they "didn't feel pain or shocking during the scan." The patient did not report anything during the scan and did not turn their stimulation on after the MRI to verify whether the system was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.